Event description:
The surgeon reported that the pt came to see him complaining of pain, and reporting that he had fallen. (The detail of the fall was not specified). The surgeon reported that he took x-rays, and the x-rays showed that the implant was broken. The surgeon further reported that he had to do revision surgery to remove the broken implant, and replace it with another implant (size 12 x 400mm). The surgeon reported that the revision surgery was successful.

Manufacturer narrative:
Add'l info has been requested and if received will be submitted on a supplemental report.